Event description:
It was reported that a 68-year-old female patient (90kg) underwent an atrial tachycardia (at) atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a stroke after ablation requiring prolonged hospitalization. After a 3d cardiac ablation procedure to treat left atrial tachycardia, the patient had a stroke. The patient was still hospitalized at the time of the call and his health is being monitored. The signs of the stroke appeared after the cardiac ablation intervention of the left atrial tachycardia. Additional information was received indicating the physician¿s opinion on the cause of the adverse event was due to the patient's condition. The patient outcome of the adverse event was reported as improved and significantly improved after two weeks. Other relevant patient history indicated another ablation of atrial fibrillation two years ago. This was a redo case. A smartablate generator was used during the case with the correct catheter settings and the pump was switching from low to high flow during ablation. There was no evidence of char during the procedure. There was no evidence of blood thrombus / clot during the procedure.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).